Event description:
It was reported the patient experienced medication side effects. The signs and symptoms were drowsiness, confusion, and increased nausea. Interventions included decreasing the infusion rate on (B)(6) 2013 and added droperidol to pump concentration. It was indicated the etiology was medication, intrathecal drug, hydromorphone and relatedness to drug, device or therapy, possibly related, the severity was noted as mild. The outcome was noted as ongoing event. Additional information later reported the pump was used to deliver dilaudid. Bupivacaine, and droperidol.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed sc connector tear in seal near guide ring.